Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was reading inaccurately high. The medical affairs specialist mailed a letter four days later, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining a blood glucose result of 350 mg/dl on his meter. At some point after the reported issue, the patient reported feeling shaky. The patient denied receiving medical attention following use of the meter. However, he did have something to eat/drink after the symptoms. He tested on another meter, but does not recall the results. The meter was replaced. It would have been helpful to know: when the issue occurred, the patient's medication regimen, how he uses the meter in managing his diabetes regimen, when the patient last ate prior to the symptoms, and how long until his symptoms improved. This complaint is reported, although there is no evidence of a meter malfunction; the patient claimed he experienced symptoms suggestive of low blood glucose after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.